Event description:
It was reported that the pump touch screen was unreadable due to a pixel issue. There was no reported adverse impact to customer¿s blood glucose level. The customer declined to share an alternate method insulin therapy.